Event description:
The valve was leaking. It worked again after changing the valve. No patient harm. Was there any damage noticed on catheter valve? Unknown. Was the valve cracked or broken? No. Where is the catheter located? Abdomen or chest abdomen. Is there a photo or sample available showing the reported issue? A photo after valve change is attached. Does replacing the valve fixed the problem? Yes. Did the patient require additional diagnostics other than the valve replacement to be able to drain. No.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: one photo was provided to our quality team for evaluation. Sample analysis of the provided photographs was not able to confirm the reported failure mode leakage valve. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
The valve was leaking. It worked again after changing the valve. No patient harm. Mail sent 1st/10: was there any damage noticed on catheter valve? Unknown. Was the valve cracked or broken? No. Where is the catheter located? Abdomen or chest: abdomen. Does replacing the valve fixed the problem? Yes. Did the patient require additional diagnostics other than the valve replacement to be able to drain. No.